Manufacturer narrative:
H6 medical device problem code a01 code was not reported in the initial report.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿. Section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿. Impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿. Section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.¿. Section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that during the impella cp insertion, there were difficulties obtaining optimal position of the impella in the ventricle. It was reported that the impella was inserted, removed, and re-wired four times in order to place the pump in the correct position as the pump was getting caught in the papillary muscle. Eventually, the pump was placed in the correct position and support was initiated. On the second day of support, it was reported that the patient¿s laboratory samples were all hemolyzed, and the patient was experiencing dark red urine. An echocardiogram was performed to verify the pump was placed. Later that day, the pump was weaned and removed for a planned mitral clip procedure and was not removed early for the complication. The patient was placed on an intra-aortic balloon pump after the impella cp was removed for support during the procedure. The mitral clip procedure failed, and the patient required intubation. The patient was then placed on an impella 5.5 for mechanical support and to be stabilized for surgery. The patient remained on impella 5.5 support until stable for surgery. The patient successfully had the surgery and was subsequently successfully weaned and the impella 5.5 was explanted.

Manufacturer narrative:
Investigation summary: product was not returned for review. Data logs showed there were positioning alarms triggered in early of the case but resolved quickly. No motor current spikes were observed outside of p-level changes. Mechanical interaction with blood/hemolysis: the cause of the hemolysis was unable to be determined as limited clinical details were provided, and no product was returned for review. Device in wrong position: the cause of the positioning issue was unable to be determined as limited clinical details were provided, and no product was returned for review. Device history review: the device passed all post sterile inspection checks.